Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose of 1300 mg/dl; cause was due to a kinked infusion set cannula. Customer was treated with manual lantus and novolog insulin injections, and an intravenous insulin drip. The customer was released from the hospital 6 days later with no permanent damage. The manufacture and brand of the infusion set was not provided.